Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that upon removing the catheter from the packaging, we observed loose pieces of plastic resembling silicone along the catheter. No other information was provided.